Manufacturer narrative:
Product event summary #geo event description: it was reported the physician, suspecting a...

Event description:
It was reported during use of right ventricular (rv) lead, the patient experienced inappropriate therapy/shock, and pacing inhibition due to lead noise. The physician, suspected and confirmed connection problem between the implantable cardioverter defibrillator (ICD) and rv lead, decided to revise the system. The rv lead was reconnected and the problem was fixed. Additional information received indicated the device revision did not fix the problem. The ICD still showed noise on the rv electrogram (egm). The ICD and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.